Event description:
"Case was performed as planned. I was not aware of any pt issues after the procedure. I still do not have the reason for his death." Patient outcome: "the case went fine. Pt did make it to the recovery period. I was only aware he died when my per diem found out that he had deceased."

Event description:
"Case was performed as planned. I was not aware of any pt issues after the procedure. I still do not have the reason for his death." Patient outcome: "the case went fine. Pt did make it to the recovery period. I was only aware he died when my per diem found out that he had deceased. "